Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing from loss of contact of the icm with patient tissue. It was recommended that the clinic continue to monitor the patient while the implant pocket heals. No intervention was performed. The patient was in stable condition.